Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator indicates it is fully charged after only a few mins. The patient stated they feel a burning sensation inside the body at the implant and the  patient is in lots of pain. The patient reported no falls/trauma. The patient stated they have tried turning stimulation off, turning stimulation up and down, and nothing improves the issue. The patient stated turning stimulation off would "make it worse". During the call, the patient confirmed stimulation was on, and they were able to connect and charge the stimulator, and indicated the stimulator reached fully charged. The patient was redirected to their healthcare provider to further address the issue.